Event description:
It was reported that the user¿s facility was not properly reprocessing the olympus biopsy value. According to the initial reporter, the subject device was used without having been applied to the endoscope reprocessor. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.